Event description:
The reporter indicated that the pt was explanted because of lack of efficacy. The device was returned to the manufacturer. Cyberonics returned product form indicated that the device was explanted as "product was not therapeutic for patient." Returned product is pending product analysis. Good faith attempts are being made for more information.